Event description:
The customer reported a false positive architect total -hcg result generated by the architect i2000sr processing module for a 38-year-old female patient who was diagnosed with infertility. The sample was repeated, and negative results were obtained. The following data was provided (= 5.00 miu/ml is negative, >5.00 to <25.00 miu/ml is grayzone, = 25.00 miu/ml is positive): sid (B)(6): initial result = 198.82 miu/ml (positive) repeat results = 1.54 miu/ml (negative), <1.2 miu/ml (negative) no impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 07k78-77, that has the same product distributed in the us, list number 07k78, with 510k number k983424. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints identified an increase in complaint activity for lot 80029ud01, however, no trends were identified for the complaint list number, 07k78. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and complaint issue. In-house accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg reagent lot 80029ud01 was identified.

Event description:
The customer reported a false positive architect total -hcg result generated by the architect i2000sr processing module for a 38-year-old female patient who was diagnosed with infertility. The sample was repeated, and negative results were obtained. The following data was provided (= 5.00 miu/ml is negative, >5.00 to <25.00 miu/ml is grayzone, = 25.00 miu/ml is positive): sid (B)(6): initial result = 198.82 miu/ml (positive) repeat results = 1.54 miu/ml (negative), <1.2 miu/ml (negative) no impact to patient management was reported.